Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose reading was 458 mg/dl. The customer stated that the display was not blank less than 30 seconds. The customer stated that the battery in use is (B)(6) aaa alkaline battery. The customer was advised to clean the battery cap contacts with dry cotton swab and insert new (B)(6) aaa alkaline battery. The customer stated that the display did return. The customer was advised to monitor the pump and call back if issues recur.